Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a short battery life. No battery cap was returned with the pump. All further testing was performed with a test cap. The pump was found to power on with a test battery cap. The battery cap was unable to fully tighten. Multiple battery compartment cracks were observed. No evidence of moisture contamination was observed inside the battery compartment. The current draws were found to be within specifications. The pumps case was removed, and no evidence of moisture or loose components were found inside the pump. A "battery life" issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.